Event description:
It was reported by the customer that during in-service, while simulating a transport, the cardiosave intra-aortic balloon pump (iabp) was removed from the cart and the o-ring on helium port became dislodged. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and replaced the broken o ring. The stm performed a full functional checkout and the unit passed all functional and safety checks. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that during in-service, while simulating a transport, the cardiosave intra-aortic balloon pump (iabp) was removed from the cart and the o-ring on helium port became dislodged. There was no patient involvement and no adverse event reported.